Manufacturer narrative:
(B)(4). D10: g7 pps ltd acet shell 54f item: 010000664 lot: 665938254 unknown head unknown stem g2: foreign ¿ australia the location of the reported device is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 4 years post implantation due to anterior pain and unequal limp length. Due diligence is in progress for this complaint; to date no additional information or product has been received.